Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not turn on. The fse found that the main breaker fuse in the m cabinet turned off. The fse replaced the fuse and applied power. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The system was not clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The hospital was testing their emergency generator and the main breaker fuse in the m cabinet turned off. The fse replaced the fuse and applied power. When the power was applied another fuse blew. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.